Event description:
The report received from the field indicated that approximately six months after implantation of an unknown palmaz genesis stent during a patient evaluation, images taken revealed in-stent restenosis (isr). The restenosis was treated by balloon angioplasty (poba) and during treatment, the stent fractured. There was no reported patient injury. Additional information including target lesion information has been requested.

Manufacturer narrative:
Complaint conclusion: approximately six months after implantation of an unknown palmaz genesis stent, during a patient evaluation images taken revealed in-stent restenosis. The restenosis was treated by balloon angioplasty during which the stent fractured. There was no reported patient injury. Additional information has been requested but none has been forthcoming as of yet. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There are multiple factors that can contribute to stent fractures. There are biomechanical forces such as flexion, torsion, compression, and elongation present which may have influenced the event and can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and patient factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.